Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter froze to the wire. When using nc quantum apex balloon catheters using high pressure between 18 and 26 atmospheres, the balloons will stick to some non-bsc guidewires. The balloon and guidewire are removed together in these cases. It has happened multiple times in the last five months. There was no patient impact during any of the procedures.